Event description:
It was reported the coil could not be detached, and broke off inside the delivery catheter. No patient injury reported.

Manufacturer narrative:
The device has been evaluated, and confirmed the coil's implant was separated from the pushwire at the detachment zone. Based on the findings, the coil detachment element was likely weakened during attempts to detach the coil, and broke when the physician pulled back on the device.